Event description:
This device was explanted due to an eri status. Per the biotronik rep, the lv output was high from (B)(6) 2010 to the f/u prior to replacement. The output ranged from 4.0 v at 1.0 ms to 4.4 v at 1.0 ms. The lv lead remains actively implanted.